Manufacturer narrative:
Olympus has received a follow up questionnaire. The subject device failed intermittently before, during, and after the procedure, and a similar device was used to complete the procedure. There were no adverse patient effects. Updated b3, event date. Updated e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported phenomenon (e116) was not confirmed / duplicated. Testing was carried out for 2 days without any deficiencies being identified. A device condition check has been completed with no abnormalities noted. Cleaning of the connection of the motherboard and also the graphic board was done as preventative maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report an error code e116 "otv error" on their visera 4k uhd camera control unit. No patient or user harm has been reported.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.